Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag (dianeal low calcium ultrabag) therapy for peritoneal dialysis (pd). It was not reported whether dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date in 2010, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and on an unreported date in 2010, the patient was discharged.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd871475 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.